Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to ballooning in the cylinder. The cylinder and pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. The microscope test revealed that the cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinder did not pass the leak test, and it had a bulge (excess air between inner and outer tubes) when inflated with syringe. The returned momentary squeeze (ms) pump tubing was cut down to the pump block; the tubing was not returned for analysis. The ms pump passed leak test and functional testing. Product analysis was able to confirm the reported device allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to ballooning in the cylinder. The cylinder and pump were explanted and replaced. No patient complications reported.